Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that her blood glucose got really bad last night and on monday. The customer stated that she took insulin and ate and her blood glucose level did not go down. The customer stated that it went down to 200 mg/dl for a little while and went back up to 561 mg/dl when she ate. The customer stated that she had ketones and drank water and it went away. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to follow up with her health care provider regarding her high blood glucose readings.